Manufacturer narrative:
Patient sex and weight were not provided for reporting. Date of event is unknown. This report is for six (6) unknown cortex screws. Part#, lot# and UDI # is not available. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. This report is for six (6) unknown cortex screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was initially implanted with one (1) 3.5 mm locking compression plate and six (6) 3.5 mm cortex screws on an unknown date. Patient presented with a non-union and infection. On (B)(6) 2017, a revision surgery of the right tibial shaft was performed. During the revision surgery, all the seven (7) implants were removed. The revision surgery was completed successfully and no new additional devices were implanted. The patient was reported to be in stable condition. This report is for six (6) unknown cortex screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.